Manufacturer narrative:
On (B)(6) 2016, abaxis received a call from the customer lab stating that the device yielded unexpected sodium results compared to another instrument. The patient was treated with sodium due to the patient based on the result. There was no reported patient impact post treatment. The customer sent the device in for repair. During evaluation of the device, the data logs showed high temperature spikes, which correlates to the low sodium values. Extracted files also showed high black offset variability. The lamp and optics assembly both passed testing. The engine board and fan filter were replaced to resolve the reported problem. The device was returned to the customer site where it remains and there have had no further issues. No further actions were required. This MDR is being submitted as a result of a three (3) year retrospective review of closed complaints abaxis performed as part of its commitment to correct the FDA-483 observations received on (B)(6) 2019.

Event description:
The customer lab reported that the device yielded unexpected sodium results compared to another instrument.